Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in a diabetic coma. Prior to the low bg, the customer had been consuming alcohol. At the time of the report, the customer remained in the intensive care unit of the hospital. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.